Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failed the final arm angle (efaa) test. It was reported this was a mitraclip procedure performed to treat grade 4 functional mitral regurgitation (mr). The clip delivery system (cds) was advanced and was placed in a2/p2. However, the clip failed the final arm angle (efaa) test. The clip was fully closed again and efaa was tested again, but it was not established. Troubleshooting was performed, but efaa failed again. The clip was not implanted and was replaced. One clip was implanted without further issues, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip opening during establishing final arm angle (efaa)) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.e1 - address 1/city updated from (B)(6).